Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's rate sense portion was failing, and threshold was noted to be high. Additionally, this lead had insulation damage, conductor fracture and also lead body fracture was suspected. This lead was explanted. No additional adverse patient effects were reported.